Event description:
It was reported that during a pta/stenting treatment procedure, after repeated torquing, the pt2 ptca guidewire tip fractured in the pt. Attempts to snare by the physician were unsuccessful. Approximately 2 cm of the tip remains in a side branch. The pt was put on plavix and aspirin regime. The pt was asymptomatic during this event. No pt injuries or complications were reported. Pt status is reported as "fine".